Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that both tips were broken off and returned with the instrument. The broken tips measured roughly about .181 x 0.052. The evidence was inconclusive, but the broken damage was likely due to mishandling. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the small clip applier instrument tip was noted to broken (bent) prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.